Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose elevated to 600 mg/dl with diabetic ketoacidosis. Customer was treated with insulin drip while in the hospital for an unrelated issue. The issue was resolved and there was no permanent damage. Reportedly, customer used fiasp insulin and tandem technical support educated customer on cartridge/insulin labeling.